Event description:
It was reported that pen ndl 31ga 5mm 100bx 1200 USA contained foreign matter. The following information was provided by the initial reporter: "it was reported that there is lint on the needle at the patient end. Consumer reported that there is lint on the needle at the patient end, consumer did not use the needle and stated that he does not re-use."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2020-06-29. H6: investigation summary: customer returned (1) open 5mm, 31g pen needle without the tear drop label. Customer states that there is lint on the needle at the patient end. The returned pen needle was examined and exhibited material on the patient end of the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polyethylene mixed with silicone. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure. Root cause: as per manufacturing, there is no further information to add and no definite root cause can be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 31ga 5mm 100bx 1200 USA contained foreign matter. The following information was provided by the initial reporter: "it was reported that there is lint on the needle at the patient end. Verbatim: consumer reported that there is lint on the needle at the patient end, consumer did not use the needle and stated that he does not re-use."